Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out together when the device was removed. Manual compression was performed for 20 minutes, and the patient recovered. There was no reported patient injury. The mynx control vcd was used in a percutaneous coronary intervention (pci). The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the vascular sheath introducer of 30 to 45 degrees. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control vcd. A 6f non-cordis introducer was used. The sealant was deployed completely above the access site, the sealant was not dislodged from the arteriotomy, and the sealant seemed to stick to the device. The device storage temperature did not exceed 25 °c. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated, and button #2 was fully depressed. There was no resistance noted during use of the device. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.